Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified volume of 10% dextrose in water. The customer contact reported that 8 hours after the delivery was started, the nurse noted the pt's bed was wet. At this time, it was reported that an unspecified volume of solution leaked and the silicone sleeve of the clave port of the extension tubing set remained in the depressed position. The tubing set was replaced and therapy was resumed. There were no adverse pt effects, no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.